Event description:
It was reported that an asymptomatic patient presented in clinic. The implantable cardioverter defibrillator was found in backup vvi mode with the high voltage therapy. The device was restored successfully. No patient symptoms were reported and will be followed up normally.